Event description:
It was reported that during a surgical procedure at the user facility the foot of the attachment was found to be bent, which can cause damage to the dura. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. It was found upon receipt that during equipment testing conducted by a manufacturer service technician, the maestro duraguard overheated. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was visually inspected in the field by a stryker marketing representative. The customer elected to dispose of the device.

Event description:
It was reported that during a surgical procedure at the user facility the foot of the attachment was found to be bent, which can cause damage to the dura. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.